Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the user experienced elevated blood glucose after breakfast and an earlier hypoglycemic event. Review of device data indicated multiple meal announcements per meal and likely incorrect snack announcements exceeding 15 grams of carbohydrates, which affected time in range. Symptoms included both hypoglycemia and hyperglycemia. Outcomes included completion of user education and arrangement for additional training, without hospitalization or device alarms. An investigation was conducted, including review of device data and user-reported use patterns. The investigation revealed incorrect meal announcement use leading to insulin dosing mismatches. The device correction algorithms functioned as intended to gradually reduce glucose levels in order to avoid subsequent hypoglycemia. No device malfunction or component failure was identified. Based on previously established findings for similar reports, it was concluded that user technique and use error were the most probable causes. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.